Event description:
It was reported that pump experienced malfunction alarms with several malfunction codes appearing in pump history after no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with plan to rely on alternate insulin method if needed, and technical support arranged shipment of replacement pump.